Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Comparing the usage sheet with the provided primary usage sheet, an accolade ii stem, 28 +4 head, and adm/ mdm poly insert were revised to a restoration modular stem construct, femoral head and poly insert of the same catalog numbers, and a dall-miles cable and sleeve set.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 8 accolade ii 132 deg ; 6720-0837 ; 57512002. Delta v-40 ceramic head 28/+4; 6570-0-228; 52636601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Comparing the usage sheet with the provided primary usage sheet, an accolade ii stem, 28 +4 head, and adm/ mdm poly insert were revised to a restoration modular stem construct, femoral head and poly insert of the same catalog numbers, and a dall-miles cable and sleeve set.